Event description:
It was reported that during a lap nephrectomy procedure there was an incomplete staple line to the distal part of the device jaw. The surgeon had to ligate the vessel manually. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.